Event description:
Reportedly, the x-ray tech heard a noise coming from the x-ray tube carriage suspension and then allegedly the unit dropped uncontrollably. Reportedly, the tech had to pull the unit up sharply to keep it from hitting the pt. There was no injury to the pt but the tech reportedly had soreness in her arms but no medical treatment was necessary.